Event description:
It was reported that the pt had part of his colon removed and had formed an ileus. The physician indicated that the ileus formed due to immobility and the baclofen pump. The pt has been in the hospital for 3 weeks. The pump was used to deliver baclofen. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.